Manufacturer narrative:
(B)(6). The lot was manufactured november 29, 2017 ¿ december 1, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride solution, and was connected to the patient¿s peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.